Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The voluntary user medwatch number is mw5075544.

Event description:
It was reported to boston scientific corporation that a capio suturing device was used during a sacrospinous fixation procedure. According to the complainant, during the procedure, the dart detached from the suture. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.